Event description:
It was reported that a patient underwent a robotic surgery on an unknown date and topical skin adhesive was used. The patient experienced a severe reactions approximately one week after application. The surgeon prescribed benadryl then steroids to treat the condition. Additional information was requested.

Manufacturer narrative:
It was reported that the patient underwent a robotic gynecological procedure.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.